Manufacturer narrative:
Internal report reference number: (B)(4).sections with additional information as of 24-feb-2020:h6: updated FDA's method, result, and conclusion codes.h10: meter was returned for evaluation. No defect was detected. Test strips were not not returned for evaluation.

Manufacturer narrative:
Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results obtained of 68 mg/dl and 70 mg/dl. Customer also stated the meter was reading lower when compared to another device; actual meter to meter comparison results were not reported by the customer. The customer¿s expected fasting blood glucose test result range is 90 mg/dl - 125 mg/dl. The customer feels well and did not report any symptoms. Customer did not report having symptoms when the low blood glucose test results had been obtained. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification and it is stored in the kitchen. The test strip lot manufacturer¿s expiration date is 08/21/2020 and open vial date was not disclosed. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Sections with additional information as of 07-may-2020: h10: test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.